Event description:
The radiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Backdown of the needles to their original position was not successful and the device could not be removed. The pt was taken for surgical removal of the device. A conversation with the radiologist indicated that the barrel hub may not have been locked in the upright position during needle deployment, causing the needles to strike the face of the barrel continued deployment on meeting resistance caused the needles to buckle in the sheath and caused the sheath to "coil", as reported by the risk manager, interferring with a successful back down of the needles. The subject device was not returned to the MFR and was not available for evaluation. Review of mfg records for the lot number provided revealed no relevant deviations. However, failure to ensure that the interlocks are engaged, as directed in the instructions for use and as reported from the field, does not allow for the needles to align appropriately with their intended tracks into the device barrel. Failure to align the needles with their tracks would have resulted in a neeld strike to the barrel face. Continued attempts at needle deployment on meeting the resistance that would have presented with a barrle strike would have caused the needle buckling and sheath deformation reproted. The instructions for use clearly direct the user to terminate deployment in the face of resistance and no back down the needles to their original position. Needles back-down is a safety feature that allows safe removal of the device when difficulty in deployment is encountered. Continued deployment after meeting resistance can interfere with a successful backdown.